Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/21/2019. The product investigation revealed that the device was a 150cc unknown mentor saline prosthesis, rather than the unknown mentor gel implant initially reported. This means that the device deflated rather than ruptured. Device evaluation summary: according to the reported information, the patient experienced a deflation of the breast implant. The analysis results show that the device appeared intact. Leak testing revealed there was leakage from the valve. No additional anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The instructions for use states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: material rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent breast augmentation with an unknown mentor gel implant on an unknown date and experienced right sided rupture post procedure. As a result, bilateral prosthesis replacement with mentor smooth round moderate plus profile 175cc saline prostheses was performed.